Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of replace battery alarm with no evidence of excessive battery usage. Investigation did not find any damages to the battery compartment or the battery cap. There was no evidence of moisture corrosion on either component. Battery cap was able to fully tighten, the pump powered up and functioned properly. A rewind/load/prime sequence was completed without incidents. Electrical current draws were within specifications. The pump casing was opened to investigate and no defects were found with the power circuit. The investigation was unable duplicate the reported power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump gave replace battery alert a few hours after inserting a new battery. Reporter stated that the battery cap was new and there was no damage or moisture/corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.